Manufacturer narrative:
Date of event: estimated date. The device was not returned for analysis. A review of the manufacturing record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A general statement was made that an issue with no bleed back from the marker lumen had occurred. The method in which hemostasis was achieved was not specified. No additional information was provided.